Event description:
Left ventricular thrombus within the parachute investigational device. Placement of parachute investigational device 2014. Device is seen adjacent to the apex and does not impede flow to the apex. Contrast filling defect within the parachute device consistent with thrombus. Protocol directed anticoagulation for a minimum of 12 months was implemented. Subject stopped anticoagulation (B)(6) 2016. Pt is followed by cardiologist and receiving medical management. Pt was in the parachute IV percutaneous ventricular restoration in chronic heart failure due to ischemic heart diseased a pivotal trial to establish efficacy and long-term of the parachute implant system protocol no. (B)(4). Clinicaltrials.gov identifier nct# (B)(4). The trial was put on a permanent hold by the FDA and subsequently the trial was terminated and the company was forced to cease operations. This event is being reported for long term safety monitoring.